Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device. Programming changes were made. There were no patient consequences.